Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6) 2009 that while stimulation was turned on, patient reported a "pain" across her back. Patient reported that after the stitches were taken out post implant that there was a "knot" sticking out from her back underneath her skin. While the stimulation was turned on and off, there was soreness at the implant site. Patient reported that when she lay on her right side where the implant was located she experienced soreness at the device location. Patient reported that the doctor had told her the soreness could be due to her being so "small." On (B)(6) 2010 the patient reported a loss of therapeutic effect. Patient stated she had to keep increasing the stimulation until her body was quivering to get relief. She said it also used to feel like it went straight down her spine but now it felt like it went to the right. On (B)(6) 2010, the patient met with the doctor and company representative and the device was successfully reprogrammed. On (B)(6) 2010, the patient reported that she had two bumps/lumps where the lead wires were on her back. The patient went to see her surgeon and he indicated it was because she was so skinny. The patient has since gained some weight. The patient reported that the bumps were painful but only when the stimulation was turned on. She indicated that when the stimulation was turned off that the pain goes away. There was a loss of therapeutic effect. The location of the symptoms was at the lead-extension connection and at the lead location. Patient had an x-ray which indicated that one of the wires did not look hooked up. Additional information has been requested, but was not available as of the date of this report.